Event description:
Customer reported the IV set spontaneously disconnected from the 20019e extension set during an infusion of lipids. IV set and bag of lipids were replaced and the infusion restarted without incident. No patient harm reported and no medical intervention required. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.